Manufacturer narrative:
Physio-control further evaluated the removed pcb assemblies and determined that the cause of the reported issue was due to a shorted integrated circuit chip, designator u61 from the system controller pcb assembly.

Manufacturer narrative:
(B)(4) physio-control evaluated the device and verified the reported issue. Physio replaced the user interface and system controller pcb assemblies and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.

Event description:
The customer reported that their device would not complete its boot up cycle. The device was not able to move past the self test screen. The customer advised that the reported issue was occurring on both ac and dc power. &#1288;ere was no report of any patient use associated with the reported issue.